Event description:
It was reported that the customer was in the hospital and he had overbolused himself. It was stated that the customer did no eat when his glucose level was 26mg/dl. The nurse stated that the father found customer on the floor and t ook him to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.